Manufacturer narrative:
H6.

Manufacturer narrative:
H3, h6: it was reported that a right hip revision surgery was performed due to an adverse reaction to metal debris. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the femoral head and acetabular cup. However, as the devices are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. The revision operative report did not note findings consistent with ¿adverse reaction to metal debris.¿ with the information provided the clinical root cause of the reported pain cannot be confirmed. It cannot be concluded the reported pain and adverse reaction to metal debris were associated with a malperformance of the implant or implant failure. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
It was reported that the plaintiff underwent a right hip revision surgery on (B)(6) 2021 due to an adverse reaction to metal debris. Both resurfacing metallic components were explanted and replaced with a tha system from a competitor. The patient was taken to the recovery room in stable condition. The primary bhr surgery was performed on (B)(6) 2013.